Event description:
A patient sample was tested twice on the coulter act 5diff cp instrument and erroneously low hemoglobin (hgb) results were obtained each time. The results were reported out of the lab. The same specimen was re-tested for hgb on a different analyzer and a higher result was generated. The customer believed the hgb result obtained from the different instrument to be correct and issued a corrected report. There was no affect to the patient as a result of this event.

Manufacturer narrative:
The specimen was collected by venipuncture into a 4ml edta tube and no clots were detected. Service request was cancelled for this event because the instrument was to be replaced. Based on available information, a new instrument was shipped to the customer on (B)(4) 2010.